Event description:
Additional info: ¿everything worked out fine¿ with the patient¿s catheter dye study. A priming bolus was performed and it appeared in the logs that it was performed correctly. The patient presented at another hospital the day following the catheter dye study with withdrawal and increased pain. It was also reported the day of this report the patient was given ¿two or three single boluses¿ but it was unknown how she responded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found the battery had high resistance. The elective replacement indicator due to time progression occurred on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced withdrawal and the pump battery had depleted and pumping stopped. A critical alarm was occurring and was confirmed with telemetry. The patient had an elective replacement indicator date of 1 month, so a pump replacement was planned. In preparation for the replacement a catheter dye study was completed on (B)(6) 2012, and following the procedure the patient started experiencing withdrawal symptoms and increased pain, and was seen in the emergency room. It was found at that time that a pump reset occurred due to low battery, so the pump was in a 'safe state', and not infusing as it had. The pump was then replaced on (B)(6) 2012 as the battery was depleted. The patient outcome/status was reported as no injury, recovered without sequelae. The medications in the pump were bupivacaine and morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter.